Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports that after 30 minutes of use in dialysis, air was noticed in the circuit. A crack of 2 mm was found on the catheter. The procedure was stopped, and the catheter replaced.